Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, sealing could not be performed with the device. The tissue was not sealed. It was unknown if bleeding occurred. There was no patient injury.